Manufacturer narrative:
This report is for two unknown screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Device has not been explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a study patient underwent a philos with screw augmentation procedure on (B)(6) 2016. The patient was implanted with a philos five hole plate and eleven screws (four of which were augmented). It was reported there was perforation into the joint with two of the screws. It was reported after the fracture was healed the patient had issues with loss of reduction and decrease range of motion: abduction 60a flexion 90a. It was reported the patient is content with this result and declined recommended revision procedure. This report is for two unknown screws. This is report 1 of 1 for com-(B)(4).